Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr410 optiflow junior 2 nasal cannula as detached from the cannula end. The healthcare facility further reported that the patient experienced a minor oxygen desaturation, with the saturation levels remaining above 95% spo2. The cannula was replaced to maintain therapy, after which the patient condition promptly stabilised. There were no further reported patient consequences, and the patient has since been discharged from hospital.

Manufacturer narrative:
(B)(6). Section d4: lot number, UDI, expiration date details are not provided by the customer. Section h4: device manufacturer date details are not provided by the customer. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr410 optiflow junior 2 nasal cannula was detached from the cannula. The healthcare facility further reported that the patient experienced a minor oxygen desaturation, with the spo2 levels remaining above 95%. The cannula was replaced to maintain therapy, after which the patient condition stabilised. There were no further reported patient consequences, and the patient has since been discharged from hospital. The healthcare facility also reported that the cannula was used for 16 days.

Manufacturer narrative:
(B)(4). Section d4: lot number, UDI, expiration date details are not provided by the customer. Section h4: device manufacturer date details are not provided by the customer. Method: the subject device, ojr410 optiflow junior 2 nasal cannula was returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the evaluation of the returned device, information and photography provided by the healthcare facility, and our knowledge of the product. Results: visual inspection of the subject device confirmed that the tubes were detached from the cannula. Conclusion: based on the visual inspection, our knowledge of the product and the information provided, it is most likely that the reported damage resulted from the cannula being subjected to excessive force. It is possible that the use of the cannula beyond the recommended 14 day period may have contributed to the reported event. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails specifications is discarded. In addition, representative samples from each batch are functionally tested to assess retention strength between the assembled components. If there are any failures the entire batch quarantined for further investigation. The user instructions which accompany the ojr410 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application, this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned." - "this cannula is intended to be used for a maximum of 14 days. Replace wigglepads 2 as required. Using this product beyond 14 days may impair performance of this product or compromise safety (including potentially causing serious patient injury)."